Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device for the malfunction has not been returned to the manufacturer for evaluation; however medical records have been received for evaluation. The investigation of the reported malfunctions confirmed 1528 - difficult to remove, 2616 - malposition, and 2976- material deformation. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced difficult to remove, malposition of device, and material deformation. This information was received from one source. The malfunction involved one patient with no patient consequences. The weight of the (B)(6) year old male patient was not provided.